Event description:
The customer called and reported that the buttons on the insulin pump went flat and a button was not responsive. Customer's blood glucose was 140 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to revert to a back-up plan, if necessary. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened escape, act, up and down arrows dome switched. The insulin pump has minor scratched lcd window and cracked case at battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.